Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with skin irritation that developed at the infusion site (arm) while wearing the Pod between 5 and 24 hours. The patient reported that the site was painful and swollen with purulent discharge. It was also reported that the patient¿s blood glucose levels rose above 300 mg/dL at this time. The patient attended a doctor¿s appointment on (b)(6) 2026 where the physician confirmed that there was no abscess. As treatment, the physician told the patient to use Advantan cream (methylprednisolone aceponate 0.1%). The patient already had this cream as it had already been prescribed to treat a previous incident of irritation at an infusion site (see related case (b)(4)).